Manufacturer narrative:
An event of embolization was reported. The device was sized correctly per the instructions for use, arten600042307 revision a. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 5/4 amplatzer piccolo was selected for a (B)(6)kg patient. The patent ductus arteriosus (pda) was tubular in diameter and measured 4mm by angiography and echo in diameter and 12mm in length. The 5/4 piccolo device was placed with good intraductal positioning and no aortic or left pulmonary artery (lpa) gradients, and trivial residual pda, the device was released and it immediately embolized to the lpa. This device was snared with a 7mm goose neck snare through the delivery catheter and remove. An amplatzer duct occluder 5/4 (lot # 6980616) was placed with protrusion into the aorta with gradient. This device was removed, and a 6mm avp ii (lot # unknown) was attempted but protruded into the pulmonary artery with lpa gradient and significant residual pda flow. The 6mm avp ii was removed, and an 8mm amplatzer vascular plug IV (lot # unknown) was placed with complete resolution of pda flow and no aortic or lpa gradient. This device was released and successfully implanted.

Manufacturer narrative:
Correction information for h10. Additional information for g4, g7, h2 and h6. An event of embolization was reported. The device was sized too small per the instructions for use, arten600042307 revision a, a larger 5-6 piccolo would be correct for the measurements reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.